Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the cardiac arrest post procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully reducing mr to 1. A couple of hours after the procedure, the patient went into cardiac arrest and had to be reanimated twice with a defibrillator thus hospitalization was prolonged. It is the physicians opinion, that the mitraclip or mitraclip procedure did not cause or contribute to the cardiac arrest. The patient is stable and was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported patient effects of cardiac arrest cannot be determined. The reported adverse event of cardiac arrest is listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.